Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿total hip arthroplasty in patients with osteopetrosis¿, by matthew p. Siljander, md, et. Al., published in j arthroplasty. 2021 apr;36(4):1367-1372. Doi: 10.1016/j.arth.2020.10.018. Epub 2020 oct 17. Pmid: 33162277 was reviewed. The study followed seven patients involving nine hip replacements (between 1970 and 2017, from the joint registry), who presented with osteopetrosis¿an inherited bone disease associated with ¿increased bone density with narrowing or loss of medullary canals¿, as well as ¿brittle bones susceptible to fractures¿. Total hip arthroplasty with osteopetrosis is associated with an ¿increased level of technical difficulty¿ and complications, as the ¿hard, sclerotic bone with narrowing or obliteration of the femoral canal¿ makes it difficult to broach or ream the femur, as well as ¿prolonging operative time¿. The study identified that 7 hips utilized cemented competitor femoral stems, and 1 competitor uncemented stem and one depuy solution femoral stem. On the acetabulum, one cemented all-polyethylene competitor acetabular cup was used, and 8 uncemented cups were utilized, of which 5 were depuy pinnacle cups, and the remaining 3 were competitor brand products. The pairing of which brand of acetabular cup was mated with which brand of femoral stem was not provided, with the exception that one hip was identified as having all cemented components¿so this one hip can be excluded from consideration for reported complications. Acetabular screws were used in all uncemented cups, from 2 to 9 screws total (specifics for each cup were not provided). Cement manufacturer was not provided. Two revisions occurred, secondary to periprosthetic femoral fractures. The first was an intraoperative non-displaced periprosthetic medial calcar femoral fracture, occurring during insertion of the uncemented femoral component, and managed with a cerclage wire. Post-operatively the patient had a displacement of the fracture and the femoral component subsided. The patient underwent a femoral revision to a cemented stem (manufacturer unspecified) with orif of the femur six months after the index procedure, with no further issues. The second revision was in a patient who suffered a series of atraumatic subtrochanteric femoral fractures which remained non-united and ultimately led to femoral fragmentation and stem subsidence. The patient underwent a definitive hip resection with removal of all implants 19 years postoperatively. There were four reoperations: two cases of orif for bilateral periprosthetic femoral fractures in the same patient, one case of lysis of adhesions for a partial sciatic nerve palsy (involving all-cemented, non-depuy products), and one case for an evacuation of an acute postoperative hematoma. Five hips had an intraoperative non-displaced acetabular fracture, occurring during final impaction of the acetabular component. All were treated with the standard acetabular components and 3 supplemental acetabular screws (9 in one case). One of these patients was the same patient who had the previously noted intraoperative periprosthetic calcar femur fracture. Complications, in summary, by case number/age/gender: case 2 ((B)(6) female) right hip ¿ unplanned intraoperative surgical intervention to address non-displaced acetabular fracture, and a post-operative surgical evacuation and debridement of an acute postoperative hematoma (implants retained) . Case 4 ((B)(6) male) right hip ¿ revision/hip resection of all components due to multiple femoral fracture non-unions (treatments unspecified), bone fragmentation and stem subsidence (competitor stem and head, and depuy cup, screws, and liner all explanted). Case 5 ((B)(6) female) right hip ¿ unplanned intraoperative surgical intervention to address non-displaced acetabular fracture, and post-operative orif of femur fracture (implants retained). Case 6 ((B)(6) female) left hip ¿ unplanned intraoperative surgical intervention to address non-displaced acetabular fracture, and post-operative orif of femur fracture (implants retained). Case 8 ((B)(6) female) right hip ¿ unplanned intraoperative surgical intervention to address non-displaced acetabular fracture. Case 9 ((B)(6) female) right hip - unplanned intraoperative surgical interventions to address non-displaced acetabular fracture and a non-displaced calcar femur fracture, and revision of femoral stem and head as treatment for a displaced calcar fracture and stem subsidence (depuy stem and head revised) (cases 1, 3, and 7 had no complications, or did not involve depuy products).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report was not received for examination. All available x-rays within the article were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.